Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: 4524-45 lead, implanted: (B)(6) 2000; d314trg ICD, implanted: (B)(6) 2014; 694265 lead implanted: (B)(6) 2000; 419388 lead, implanted: (B)(6) 2002; 7299 ICD implanted: (B)(6) 2005; c154dwk implanted: (B)(6) 2007; d224trk ICD, implanted: (B)(6) 2009; d224trk ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the atrial lead had poor sensing and high threshold. The left ventricular lead was originally implanted with sub -par thresholds that were noted to have elevated. The leads were explanted and replaced. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.